Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance consistent with an insulation break. The lead was capped and replaced. It was also reported that there was a possible fracture of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.